Event description:
Biomet orthopedics received preliminary clinical data regarding patients enrolled in a 522 post market surveillance study. It was reported patient underwent a right total hip arthroplasty on (B)(6) 2008. During post operative monitoring and testing, a malpositioned acetabular cup, elevated metal ion levels, pain, left knee popping, and a leg length discrepancy were noted. These findings were found due to follow up testing.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "undesirable shortening of limb."